Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The exact event date is unknown, however, it did occur in (B)(6) 2012. The reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted in the esophagus on (B)(6) 2012 for dilatation. According to the complainant, after the stent was implanted on (B)(6) 2012, the stent migrated to the patient's stomach during (B)(6) 2012 (exact date is not known). The stent was successfully removed with rat-tooth forceps. Another wallflex fully covered esophageal stent was implanted. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.